Manufacturer narrative:
Correction: this event was inadvertently submitted under the incorrect fei. Please refer to manufacturer report number 9616066-2019-00897 with the corrected event information.

Event description:
The customer reported that the tubing which was infusing etoposide to a patient was noted to be cracked and leaking between the fused texium and tubing. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing which was infusing etoposide to a patient was noted to be cracked and leaking between the fused texium and tubing. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing which was infusing etoposide to a patient was noted to be cracked and leaking between the fused texium and tubing. There was no patient harm.